Manufacturer narrative:
(B)(4). Approximate age of device - 1 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for gastrointestinal bleeding. Additional information was requested; however, no further information was received.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient complained of shortness of breath and dark stools times 1 week. The patient's hemoglobin and hematocrit dropped to 7 and 23 on admission. A colonoscopy was performed and no findings of an active gastrointestinal (gi) bleed. The patient's inr was elevated and the gastroenterologist thought it was caused by bleeding near an old clip site, near a arteriovenous malformation that was no longer actively bleeding, that was no longer bleeding. The patient received a total of 2 units of packed red blood cells during the hospitalization. The patient was in the hospital for 5 days and discharged on (B)(6) 2017. It was reported that the speed was changed from 9400 to 9800 due to a ramp echocardiogram completed in the hospital.